Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
The following information was received from global pharmacovigilance (gpv). This is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient developed peritonitis and was hospitalized the same day. On an unreported date, the patient began remedial therapy with fortum (1 gm, injection,ip, twice a day) and vancomycin (1 gm, ip, injection, frequency not reported). On an unreported date, the event of peritonitis resolved and remedial therapy with fortum and vancomycin was discontinued. The patient's concomitant medications were not reported. On (B)(6) 2011 the patient was discharged from the hospital. Dianeal pd2 ultrabag therapy was ongoing. The nurse believed that the event of peritonitis was not related to dianeal pd2 ultrabag therapy.